Manufacturer narrative:
Updated device problem code grid. Complaint evaluation: the customer worked with the technical support representative. The customer requests that a direct part sales quote be sent without applying the fse. Customer resolution and conclusion: upon conclusion with customer it was determined that the high voltage capacitor requires replacement. The customer requests quote for high voltage capacitor, part only. The quote sent. The customer to take any further action.

Event description:
It was reported to philips that the device does not pass the general and defibrillation test. There was no patient involvement.